Event description:
During an aortic dissection, shape memory plugs were chosen to embolize the false lumen that was contributing to aneurysmal degeneration. Plugs began aggregating and embolizing as anticipated. The flow dynamics appeared to have changed from retrograde to antegrade in the false lumen and plugs that were thought were packed and stable began falling caudally down the false lumen. At least 2 plugs were identified to have migrated into the false lumen extending into the celiac artery. The physician placed a self-extending stent through the true lumen extending into the superior mesenteric artery (sma) to prevent plugs from migrating there. An attempt to retrieve the migrated plugs was not made as the physician felt that collateral flow from the sma would suffice. Lot numbers of imp-fx-12 device used: lot #fr24071701u, exp date: 10/31/2027, manufacturing date: 07/31/2024, lot #fr24071101u, exp date: 10/18/2027, manufacturing date: 07/18/2024, lot #f23092909u, exp date: 01/10/2027 , manufacturing date: 10/10/2023, lot #fr24072501u, exp date: 10/31/2027, manufacturing date: 07/31/2024.

Manufacturer narrative:
The lhrs for lots fr24071701u, fr24071101u, f23092909u, and fr24072501u were reviewed and there were no unresolved issues or anomalies identified related to the reported device malfunction. At final qc, the compressed foam diameter underwent 100% inspection, and no non-conformities were identified. Review of the associated lot release test reports, tr1826, tr1820, tr1689, and tr1825, also uncovered no findings that could be definitively or possibly be linked to this complaint. All samples used in simulated use testing passed the one-minute working time specification with 95/90 confidence and reliability. All samples underwent dimensional verification for crimped foam od passed the specification with 95/90 confidence and reliability. A benchtop investigation was unable to occur because the imp-fx-12 devices remain implanted in the patient. During the case on (B)(6) 2024, while deploying imp-fx-12 devices into a patient with aneurysmal degeneration, it was observed that two plugs migrated into the celiac artery. A self-expanding stent extending into the superior mesenteric artery (sma) through the true lumen to prevent plugs from migrating there. The patient's status was stable, and no other issues were noted during the case. The impede-fx-us instructions for use, ifu1354-01 rev a, states that "physicians should exercise clinical judgement when using the impede-fx embolization plug in anatomy that may lead to unintended device placement and/or movement (i.e. High flow vasculature, large luminal vessel diameter)." It is possible, but cannot be confirmed, that the devices migrated due to the high flow in the vicinity of the vessel it was deployed to.